Manufacturer narrative:
(B)(6). Complaint sample was evaluated and the reported event was confirmed. The device was returned to supplier for repair. The product was visually ok. There was corrosion in end of connector, stall error, 1 hall signal out, will run intermittently, motor torque very low, and buttons don't work. The motor, cable, seals, and all o-rings were replaced. The device was tested per procedure. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause determined to be bad motor, buttons not working, and corrosion on the cable connector (not related to manufacture or design). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported during an arthroplasty surgery the device malfunctioned, as the device's keys would not work. There was no harm or injury to patient or operator. Sugery was delayed 15 minutes due to the malfunction. No further information is available.